Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was jammed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 on the four-door was jammed and failed to open. The root cause was identified as a malfunctioning solenoid in the latch mechanism. A field service engineer (fse) replaced all four latches to resolve the issue. The operation of the tower doors was verified using the hardware test application, confirming successful resolution of the issue. The system functioned as intended after the field service engineer repaired the device.